Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. An event history log review was performed, and there were no keystrokes, programming, or use related events that would contribute to the reported problem of smoke. A sample evaluation was performed. A visual inspection revealed no issues related to the reported problem. A return instrument test / evaluation (rite) functional test was performed. A power on self-test was performed and passed. A simulated therapy was performed, but it was unsuccessful due to system error 1103 and a burnt smell. The reported condition of smoke and burnt odor was verified and duplicated. Upon conclusion of the evaluation, the cause of the problem was determined to be a burnt accomp pcb. The accomp pcb was replaced, and the device is now in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient that discovered smoke coming from the homechoice. This occurred during an unspecified phase of peritoneal dialysis therapy while the patient was not connected. The patient reported that the source of the smoke was the connection between the power cord and the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.